Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -8.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The surgeon reports there is tass but the severity is low. Many deposits on the lens surface. Lens remains implanted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - additional information was later reported that 2 days after surgery inflammatory recovery was observed. There was no abnormalities during recovery. It was also noted: appeared on the 1st day, reduced on the 2nd day, almost lightened on the 7th day , went abroad. Corrected vision improved to 20/13, to be retested after coming back from overseas. Progress of bcva: next day 20/17, 7th day 20/10. Claim# (B)(4).